Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient who treated bha in 2012 (other company implant) was infected and revised in exeter for the first time in 2012. Confirming breakage of the stem by follow up on (B)(6) 2018. Next year in 2019 we will remove the broken stem and it will be replaced again. (B)(6) 2018 - stem broke in the middle.